Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, no specific lot was provided, therefore, no DHR-review could be performed. Investigation summary: the delivery system was not returned for evaluation, the stent remains implanted. Based on x-ray images provided the stent is deformed mid length, and the vessel diameter is found constricted in the area of the placed stent. Based on x-ray images provided, the alleged deformation is confirmed; however, a specific device deficiency of the placed stent could not be verified. In this case, limited information was provided by the customer. Based on photos provided there is no indication that a device related issue may have caused the reported issue. Based on information available and x-ray images provided, the alleged deformation of the placed stent is confirmed. However, a definite root cause for the reported issue could not be identified. Labeling review: relevant labeling for this product was reviewed. Potential complications and adverse events were found to be referenced. The instructions for use (IFU) states that potential complications may include but are not limited to: new lesions in the access circuit requiring reintervention, thrombotic occlusion, restenosis of the target lesion requiring reintervention and others. Covered stent specific events that could be associated with clinical complications such as misplacement, migration, embolism, fracture, compression, kinking and insufficient covered stent expansion. Instructions for covered stent deployment were found to be described in the IFU. Regarding covered stent size collection, the IFU states: "special care must be taken to ensure that an appropriately sized device is selected. In the case of a diameter difference between the inflow and the outflow end, utilize the following as the reference vessel depending on the type of access. For an av graft access, utilize the graft diameter and for an av fistula access, utilize the inflow vein diameter." G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post a stent graft placement, the stent was allegedly found kinked in the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post stent graft placement procedure, the stent was allegedly found kinked in the patient. The procedure was completed using another device. There was no reported patient injury.